Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: the patient presented with pre-operative diagnosis of disk protrusion/annular tear (l5-s1), degenerative disk disease with instability and underwent following procedures: anterior lumbar discectomy/decompression l5-s1 interspace; anterior inter-body fusion l5-s1 interspace; implantation of infix intervertebral fixation device l5-s1 interspace and rhbmp2. Per operative report ¿¿.discectomy, decompression, implantation of intervertebral fixation device, and anterior inter-body fusion were carried out uneventfully. At the conclusion of the procedure the incisions were closed in layers with absorbable suture. The patient tolerated the procedure well and was sent to the recovery room in satisfactory condition.¿ on (B)(6) 2006: patient was discharged. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.